Manufacturer narrative:
The reported event was identified during the course of a retrospective clinical study, involving a review of pt case records and data analysis. The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot numbers were available. All of our valves are 100% tested at the time of MFR.

Event description:
In 2008, pt presented to ER & admitted due to continued gait disturbance & a shunt study was positive for shunt malfunction, due to kink/loop in catheter. Six days later, explanted due to lp shunt malfunction.